Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 355031, lot# n267619, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type screening device, product ID 355026, lot# n194466, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory, product ID 3550-39, lot# n324381, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. For use by user facility/importer(devices only). (B)(4).

Event description:
It was reported that the patient had their catheter explanted due to infection. The diagnosis of the infection was made on 2012 (B)(6). The symptoms were redness and swelling along the catheter or lead track, it was not meningitis. The implantable pulse generator (ipg) was inactivated and the leads were removed on 2012 (B)(6). Perioperative antibiotics were administered, and a culture for staph was obtained from "local" blood. Both intravenous (IV) and oral antibiotics were administered. The infection resolved.